Event description:
It was reported that during a lap colon "ascendes" procedure, the device could not be opened after firing with blue magazine. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Did the surgeon manage to open the instrument finally or has it be cut out? The instrument must be cut out. If yes, has additional tissue been removed, please specify the amount in cm. As far as I know not. What was the quality of tissue in the area where the device was fired? Normal, standard intestine tissue. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? N.n. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? N.n. On what tissue type was the device used? At what location on the tissue? Colon tissue in the ascedens part. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First firing. During which stroke did the event occur? First stroke. What other color cartridges were used before and after this event? No other color cartridges was used. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No one of the security system got back into original position, no reaction of the instrument at all, even the manual release was out of function.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken closing trigger, damaged release button. The device was received with a cartridge reload partially fired and with the anvil opened. All components appeared to be assembled correctly. Damage on the surface of the release button was noted. Upon testing, the closure trigger won't latch shut. To check the firing system, the operator held the closure trigger shut and fired the system. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a valid lot number was not received, a device history review could not be performed.